Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain on (B)(6) 2018. It was reported that in (B)(6) 2018, a manufacturer representative could not program the patient¿s device because the lead was on the side and not on the spine, so he met with another manufacturer representative and that second manufacturer representative was able to program his device. And since meeting with the second manufacturer representative in (B)(6) 2018, the patient has had to charge his implant every day, and so far, he is not happy with the new implant. The manufacturer representative was able to get close to his old settings from the old implant. It was reviewed with the patient that depending on settings and usage, the implantable neurostimulator may need to be charged once a day. There were no patient symptoms or complications reported. Additional information was received from the consumer (B)(6) 2019. It was reported there was a change in patient¿s therapy. The patient said that the other day he went to the kitchen to get ice and his stimulation unit shut off, and then it kicked back on and jolted him. The patient met with manufacturer representative (rep) for reprogramming and now he has no coverage, only in certain positions. As a result, the patient did not get any sleep last night. The patient also mentioned that after his appointment with the rep, while driving home the stimulation turned off/on. The patient was instructed by rep what to do and his issue has not improved. Troubleshooting and adaptive stim review was offered but patient declined and said that he would prefer to speak to rep. The patient further mentioned he has had trouble with the new device since day 1 and has met with reps several times. Patient said that he didn't experience these issues with the previous system and said that he is so frustrated that he is ready to tell his managing hcp to remove the system. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-may-29. The patient did not report that the battery was turning itself on/off to the rep. Reprogramming was done in order to achieve adequate coverage. No further information to provide. No further complications were reported/are anticipated.